Event description:
Patient reported obtaining elevated blood glucose readings ("hi, 590 mg/dl), for the past few days. Patient, stated that they dispensed thier normal amount of insulin each morning. Patient stated that, after attending several doctor's appointments, on the day of the event, they "crashed." Patient phoned emergency medical services, and upon their arrival, they were treated with a glucose injection. Patient reported that they could not recall whether the paramedics had tested their blood glucose, as they were "out of it." No additional treatment was received. Patient reported that, prior to the hypolycemic event, they had not eaten anything. A request was made for the return of the suspect product, and replacement product was sent.